Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 476 mg/dl. The insulin pump was receiving insulin flow blocked alarms multiple times. The customer had already changed the infusion set and reservoir twice but the same alarm they were getting. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.